Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history lot number review could not be conducted because no lot number(s) was/were identified. Updated information in d9.

Event description:
An event occurred on an unspecified event date involving transpac¿ disposable transducer with stopcocks reported that the blood was backed up into the tubing. Upon checking, the pressure bag¿s green indicator was visible, and the flush bag felt firm. All tubing connections and the patient line were checked and found secure. While verifying if the tubing had disconnected from the catheter, it was discovered that blood was leaking due to a failure in the tubing itself. The short segment connecting the catheter to a 2-way stopcock had split at the point where the pressure tubing joined the collar that secures the stopcock. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown.